Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection for a tka, the internal package of one (1) journey tibia base np lt sz 3 was noticed damaged and non-sterile but exterior package was intact. A s&n backup device was available. As this was noticed upon inspection, there was no patient involvement.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the outer box undamaged, the outer formed plastic and tyvek inner tray is open with evidence of a continuous seal around the edges of tray and lid. The interior formed plastic and tyvek inner tray is sealed. A review made by the quality engineering team revealed the images provided show that the inner seal of the sterile packaging is properly sealed all around. Additionally, the production order confirms that there were no errors during the packaging process, and all items passed inspection before being boxed. Based on this review, it appears the issue likely occurred after the product left the manufacturing facility. Therefore, no further action will be taken at this time. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. According to the packaging sequence , after the component is placed in the inner tray, the inner tray lid should be snapped securely and sealed into the inner tray. Then the inner tray should be placed in the outer tray and the outer tray lid should be sealed to the outer tray. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.